Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative in regards to patient who was being treated with baclofen intrathecal for intractable spasticity and a cva (stroke) das system. Beginning on an unknown date, the physical therapist working with the patient noticed that his toes started to curl, and the doctor wanted to investigate. The doctor felt that the dose was somewhat high and did not want to increase the dose. Therefore, they first wanted to check the system to ensure that the delivery was appropriate. Another doctor had suggested a catheter dye study and a rotogram. Scheduling the rotogram was planned for the next few weeks. The patient was alive without injury, but the issue had not resolved. Surgery intervention had not occurred and it was unknown if the intervention was planned. The onset of the symptoms was not reported. Additional information was received from a company representative indicated the date of onset of the curled toes was unknown (was reported by tertiary provider and was not in documents at neurosurgeon) and the aware date was the closet given on official record. A dye study was performed on (B)(6) 2016. The catheter aspirated initially, but after about 2 cc, flow halted. The dye did not flow to catheter and the physician thought there could possibly be some dye leakage at nozzle/catheter connection area that was obscured by image. The patient was referred back to the doctor at the medical center for further analysis and/or potential catheter revision. The type/brand of baclofen was unknown; however the baclofen concentration was 2000 mcg/ml with a daily dose of 1300 mcg/day. The curled toes was not resolved as of yet. Additional information was received from the hcp reporting the patient was involved in a motorcycle accident years ago and had a baclofen pump implanted for treatment of his spastic right hemiparesis. Initially, the patient had good relief, especially after the test dose, but had since received high doses of intrathecal baclofen, with limited relief. A side port aspiration and pumpogram showed there to be leakage of dye from around the pump. Surgery was indicated to explore the pump and replace it, all in hopes of re-establishing adequate intrathecal baclofen fenestration for treatment of his rigidity and spasticity, associated with his right hemiparesis. The patient was previously on over 1000 mcg per day but the physician was not sure exactly how much baclofen he was actually receiving. The cause of the device issue was determined and a catheter revision did not occur. The patient underwent a complete revision of baclofen pump on (B)(6) 2016. The preoperative diagnosis included a non-functional baclofen pump. During the replacement surgery, after the capsule around the pump was opened, there was egress of a moderate amount (estimated 10 ml) of clear fluid. The catheter was over the pump rather than behind it, and a kink was immediately noted behind the connecting port the 2 tubes. The kink was described as quite stiff, and the hcp was able to bend it back into its normal position. The hcp anchored the eyelet on the fascia such that it would not be kinked again. The catheter was then disconnected and there was good flow of csf (cerebrospinal fluid). The hcp aspirated 1 ml of csf and there was not impedance to csf flow. The new pump was refilled with 40 ml of baclofen at a concentration of 2000 mcg/ml, priming of (total volume of 0.171 ml) the intrathecal baclofen tubing through reprogramming of the pump was added to the internal pump tubing, making the priming bolus just approximately 750 mcg., and reprogramming to starting infusion rate of 200 mcg/day. They repositioned the catheter with removal of a kink and anchoring of the catheter connector behind the baclofen pump. Creation of a myofascial flap was performed over the pump to close the capsule over the pump in a watertight fashion. The patient tolerated the procedure well and without any immediate complications. Additional information was requested for the cause of the reported non-functional pump. If additional information is received, a follow-up report will be sent.

Event description:
Additional information from the healthcare professional indicated that there was no information in the patient's chart regarding a pump issue. The notes referred to a dye study that was performed where the dye came out of where the pump and catheter connected indicating a possible disconnect. The pump was in the pathology lab and it was unknown if it was being returned to the manufacturer.